Event description:
Related manufacturer reference number:3006705815-2024-01866. It was reported the patient was experiencing pain at the ipg site due to the ipg to being superficial. The ipg was also nearing end of life. As such surgical intervention took place where the pocket site was revised, the pocket was moved below the waistline, and the ipg was replaced to address both the issues. Following the procedure therapy was restored.

Manufacturer narrative:
B3 -date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.